Event description:
Complainant alleged that during biomed testing, the device displayed an "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Manufacturer narrative:
This report was inadvertently submitted as a duplicate. The reported event was originally reported under medwatch 1220908-2024-02803. The device was returned to zoll medical south korea for evaluation. The customer's report was verified and attributed to water ingress. An internal inspection found internal water damage. The smart pneumatic module (spm) board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.